Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant medical products: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR's report number: 1222780-2013-00209. It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2013 and the pt was discharged home. The following day the patient was complaining of discomfort and low grade fever. The physician instructed the patient be seen for a follow up. The physician performed an ultrasound which did not reveal any abnormalities. "There was no fluid in her cavity" and cultures were drawn. The physician believes the patient has endometritis. Ampicillin was administered and the patient was discharged home. It was reported on (B)(6) 2013, the patient's cultures were negative. The patient was diagnosed with "clinically endometritis". There were no problems and the patient is "doing wonderful".